Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the implant procedure the device exhibited loss of capture and low r waves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the implant procedure of the leadless implantable pulse generator (ipg), patient experienced hemodynamic instability and underwent a cardiac arrest.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-jun-2020 / serial#: (B)(4). UDI #: (B)(4). Mfg date: 05-feb-2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure of the leadless implantable pulse generator (ipg), cardiac perforation and pericardial effusion occurred. Pericardiocentesis was performed. Chest pain and lost of consciousness were noted. The device was removed. No further patient complications have been reported as a result of this event.